Manufacturer narrative:
The manufacturer received information alleging the device was not working properly and the length of the nasal cannula tubing was too long. The patient's blood oxygen level decreased. The ambulance was called and the patient was taken to the hospital. It is unknown what medical intervention was required for the patient. Repeated attempts to have the device returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Event description:
The manufacturer received information alleging the device was not working properly and the length of the nasal cannula tubing was too long. The patient's blood oxygen level decreased. The ambulance was called and the patient was taken to the hospital. It is unknown what medical intervention was required for the patient. The investigation is still ongoing. A follow up report will be filed when the manufacturer has completed the investigation.